Manufacturer narrative:
No customer product was returned, therefore further investigation was not possible.the investigation did not identify a product problem.

Manufacturer narrative:
Linearity and quality controls were performed on both meters and passed. On a regular basis, accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The investigation is ongoing.

Event description:
There was an allegation of questionable glucose results from accu-chek inform ii meters. At 21:18, the result from meter serial number (B)(6) was 386 mg/dl. At 21:24, the result from mete serial number (B)(6) was 195 mg/dl. At 21:25, the result from meter serial number (B)(6) was 233 mg/dl. At 21:28, the result from meter serial number (B)(6) was 200 mg/dl.